Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date. Correction: b7: multiple sclerosis (ms), neurological bladder.

Event description:
According to the available information, the balloon burst with each inflation after insertion. An audible sound was heard after inflation. Pain and discomfort were felt by the patient. One patient was affected but several catheterizations in a row were carried out and the problem occurred several times. No missing fragments were observed. The patient was re-catheterized in the ER.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, the balloon burst with each inflation after insertion. An audible sound was heard after inflation. Pain and discomfort were felt by the patient. One patient was affected but several catheterizations in a row were carried out and the problem occurred several times. No missing fragments were observed. The patient was re-catheterized in the ER.